Event description:
It was reported that during the initial implant, the pacemaker was exhibited unknown device malfunction. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of device malfunction was not confirmed. The pacemaker was returned for analysis. Electrical testing, mechanical analysis and visual inspection of the pacemaker did not find any anomalies.